Manufacturer narrative:
Device history record for lot reported was evaluated and no issues were observed. Product was manufactured, inspected and released in accordance with procedures. Dr. Indicated patient's iop is 4mmhg at 1 month but no intervention necessitated as the patient's chamber has stayed formed. Valve is not available for evaluation as it was not explanted IFU was reviewed and it includes hypotony as a known complication and adverse reaction.

Event description:
Iop 2 at 2 weeks and iop = 4 at 1 month, but no intervention necessitated as the patient's chamber has stayed formed.